Event description:
Motor failure on impella device, device alarmed. Impella cath removed due to cath malfunction. Balloon pump was put back in. No harm to pt but the balloon had to be reinserted due to equipment malfunction.